Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual/functional/sem imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek coronary dilatation catheter instructions for use (IFU) states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4): incorrect prep. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure, a 2.0x20 voyager nc balloon dilatation catheter (bdc) was prepped while inside of the patient anatomy and advanced to a 95% stenosed, mildly calcified lesion in a heavily tortuous unspecified coronary artery. During inflation using an unspecified inflation device, the balloon ruptured during the 1st inflation at 18 atmospheres. The voyager nc was withdrawn from the anatomy with resistance felt against the vessel, however, no force was applied during the withdrawal. Another voyager nc was able to successfully cross the lesion. There were no adverse patient effects and no occurrence of a clinically significant delay in the procedure. No additional information was provided.